Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 196 mg/dl. It was reported that this was the second call for the power error detected alarm within the four hours of troubleshooting the previous occurrence. Troubleshooting steps were provided for power error detected alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received pump error 25 due to connector resistance issue.